Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with redness, inflammation, and pustules, at the needle puncture site. The patient was seen by a healthcare provider (hcp) on (B)(6) 2023 and was prescribed an oral antibiotic, penicillin. The patient was sent home on the same day. At the time of the report, the patient was doing fine and the skin reaction was healed. No additional patient or event information is available.